Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: two catheters were inserted in the same patient and both were found on the ground. The first catheter was found with the balloon fully split. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted on the actual sample. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Reported event: two catheters were inserted in the same patient and both were found on the ground. The first catheter was found with the balloon fully split. The patient's condition was reported as fine.